Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cassette leak during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient experienced a leaking cassette on (B)(6) 2024 found during drain three during a ccpd treatment in the outpatient clinic. It was explained this patient was training on the cycler and the treatment was discontinued once fluid was found around the cassette. The patient was manually drained as she was able to complete her pd treatment. It was affirmed the patient did not experience a serious injury, adverse event or require medical intervention as a result of the leaking cassette. The patient continues ccpd therapy on her home liberty select cycler following this event.

Event description:
On (B)(6)2024, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a cassette leak during a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient experienced a leaking cassette on 14/feb/2024 found during drain three during a ccpd treatment in the outpatient clinic. It was explained this patient was training on the cycler and the treatment was discontinued once fluid was found around the cassette. The patient was manually drained as she was able to complete her pd treatment. It was affirmed the patient did not experience a serious injury, adverse event or require medical intervention as a result of the leaking cassette. The patient continues ccpd therapy on her home liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.